Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated her device was checked two weeks ago and she felt dizzy during the testing. Additionally, she experienced a syncopal event last week and went to the emergency room at which time her device was reprogrammed. A physician informed the patient that there is an issue with one of her leads. No additional adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.